Event description:
On (B)(6) 2021 an update from the customer stated that the patient was not harmed due to false result. The patient was scheduled for an elective hysterectomy which was delayed indefinitely due to a confirmed positive result for pregnancy.

Manufacturer narrative:
B5: added specific patient information. Investigation conclusion 04mar2021: retained and returned devices from the reported lot number were tested with qc cut-off and middle positive urine standards. The results were read at 3 minutes and all devices yielded the expected positive results. No false negative results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. A root cause could not be determined from the available information as the reported issue was not replicated during testing of either retention or returned product. Per the package insert, false negative results may occur when the levels of hcg are below the sensitivity level of the test. Very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg. However, case details indicate that the sample in question was a first morning urine sample, which generally contains the highest concentration of hcg. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Manufacturer narrative:
Device has been received, investigation not completed. Results pending the completion of the investigation.

Event description:
On (B)(6) 2020 a patient's urine sample was applied to a cardinal health rapid hcg test with a false negative result. A serum sample was obtained the same day, used on the beckman colter dxi 600 with confirmatory results of 110 miu/ml and 108 miu/ml. The serum sample was then applied to the cardinal health hcg combo kit receiving a positive result. There was no adverse event reported. Customer stated the patient was not harmed due to false negative result. Complete metabolic panel (cmp) and basic metabolic panel (bmp) were done. The surgery was cancelled due to positive pregnancy result. Although requested, further information was not provided.